Event description:
I was implanted with mentor cohesive silicone gel breast implants in (B)(6) 2009. My 2014 I had developed 2 autoimmune disorders: sjogren's syndrome, & raynaud's syndrome. In (B)(6) 2019 while doing push-ups my implants turned sideways inside their pockets. After that I became extremely ill: night sweats, panic attacks, food intolerance, weight loss, insomnia, chest pain, acid reflux, the list goes on. I couldn't eat, sleep, and could barely work. I had surgery as soon as I could on (B)(6). I had a total capsulectomy and I have felt 1,000x better since then. FDA safety report ID # (B)(4).